Event description:
It was reported that patient underwent initial shoulder arthoplasty on unknown date, and a revision surgery has been indicated due to disassociation of the constrained head from the proximal humeral body. No additional information is made available.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received concomitant medical products: unknown glenoid component. Unknown proximal humeral component. Unknown distal humeral component. Unknown intra segmental assembly. A follow up report will be submitted once the investigation is completed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: 211230, compr srs mod stem - 6x75mm, lot # 541500 , 010000589, comp rvrs 25mm bsplt ha+adptr, lot # 161050.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown humeral tray; unknown humeral bearing; unknown glenosphere; unknown glenoid baseplate. The complaint is in investigation, once the investigation is completed a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09098, 0001825034 - 2018 - 09100, 0001825034 - 2018 - 09102, 0001825034 - 2018 - 09103.

Event description:
It was reported that patient underwent initial shoulder arthoplasty on unknown date, and a revision surgery has been indicated due to unknown reason. No additional information is made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Review of the x-rays demonstrated that the humeral head subcomponent had disassociated from the proximal humeral body. Review of device history records found these units were released to distribution with no related deviations or anomalies. Root cause could not be determined; however, the available documentation suggests "tension on the joint" may have been a contributing factor. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.